Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The bending angle of stent flap is too small. Physician need to adjust the flap with hands. Finally, the stent placement still failed because the stent flap still can't stick on the biliary. The doctor change a new set of device for patient. Did any section of the device remain inside the patient's body? N. Did the patient require any additional procedures due to this occurrence? N. Did the product cause or contribute to the need for additional procedure(s)? N. Has the complainant reported any adverse effects on the patient due to this occurrence? N.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the receipt and evaluation of the complaint device. Lab eval complete 8th june 2022: visual inspection: purple pushing catheter, guiding catheter, pusher and stent returned. No visible defect noted on the stent or on any other of the components, although the angle on one flap of the stent is not as pronounced as the other. Functional inspection: 0.035" wire guide pass through lab re-evaluation: 29 jun 2022 visual inspection: both of the flaps on the stent measure approx. 7mm.

Manufacturer narrative:
Device evaluation the oacl-8.5-7 device of lot number c1897888 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 08 june 2022. On evaluation of the device purple pushing catheter, guiding catheter, pusher and stent returned. No visible defect noted on the stent or on any other of the components, although the angle on one flap of the stent is not as pronounced as the other. Both of the flaps on the stent measure approx. 7mm. 0.035" wire guide passed through. Document review prior to distribution oacl-8.5-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for oacl-8.5-7 of lot number ¿c1897888¿ did not reveal any discrepancies that could have contributed to this complaint issue. It should be noted a nc is noted on the work order, however it does not impact this complaint device. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1897888. It should be noted that the instructions for use (ifu0096) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to becoming damaged during transport or storage. The flaps measured to 7mm in the lab evaluation. Engineering confirmed the device is within specification. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the investigation being complete on 20-sep-2022.

Event description:
This supplemental report is being submitted due to a correction to the investigation (g code) and an update to the investigation conclusions on the 08-may-2023.

Manufacturer narrative:
Device evaluation the oacl-8.5-7 device of lot number c1897888 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 08 june 2022. Refer to attachments for lab attendance. The returned device lab examination findings and observations can be referred through attached photos. Following engineering input, the device was re-evaluated in the laboratory. Refer to attachments (B)(4) attendance 29 june 2022 for lab attendance. The returned device lab examination findings and observations can be referred through attached photos on evaluation of the device purple pushing catheter, guiding catheter, pusher and stent returned. No visible defect noted on the stent or on any other of the components, although the angle on one flap of the stent is not as pronounced as the other. Both of the flaps on the stent measure approx. 7mm. 0.035" wire guide passed through. Document review prior to distribution oacl-8.5-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for oacl-8.5-7 of lot number ¿c1897888¿ did not reveal any discrepancies that could have contributed to this complaint issue. It should be noted a nc is noted on the work order, however it does not impact this complaint device. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1897888. It should be noted that the instructions for use (ifu0096) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest the user did not follow the IFU. Image review n/a root cause review a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to becoming damaged during transport or storage. Per engineering input ¿can you confirm the flap length of those pr devices ¿ as per dwg0545, the flap length should be 7mm ±2mm. If it can be confirmed that the flap length was out of spec then there may be a need to complete an nc assessment¿. Following engineering input the device was re-evaluated. The flaps measured to 7mm in the lab evaluation. Engineering confirmed the device is within specification ¿as per the measurements provided in the lab re-evaluation, the flap lengths are within spec - as per dwg0545, the flap length should measure 7mm ±2mm¿ . Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.